Event description:
The customer contacted stryker to report their device would intermittently not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Investigation found the a/c power adapter to be faulty. The device powered on as expected without the ac power adapter. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.